Manufacturer narrative:
The insulin pump had no bolus or escape button response due to corroded keypad traces. No button error alarm was noted. No battery alarms could be verified and the functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window and broken battery tube threads. Moisture damage was found on the electronic and motor assemblies.

Event description:
Customer reported issues with the insulin pump. Customer states that they jumped into the swimming pool with the insulin pump on. Customer also states that there is a button error alarm. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.